Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800 had poor image quality intermittently resulting in poorly defined anatomy. There was no adverse pt involvement reported. There was no pt info reported.